Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The reduction forceps with serrated jaw-ratchet 144mm (part # 399.99 lot # t155904) was received at us cq. One of the serrated jaws were clearly broken at its distal tip. No fragments were returned. The device has light surface scratches along its body. The received condition of the device is consistent with the complaint condition thus the complaint is confirmed. The complaint was confirmed for the reduction forceps with serrated jaw-ratchet 144mm. The device was returned broken, one of the serrated jaws were clearly broken at its distal tip with no fragments returned. There were light scratches along its body consistent with normal wear. Although no definite root cause could be determined for the broken condition, it is possible that the device experienced unintended forces during use. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 399.99, lot number: t155904, manufacturing site: tuttlingen, release to warehouse date: 19-oct-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reduction forceps with serrated jaw ratchet was broken during an unknown procedure. The broken fragments were removed easily without additional intervention. The procedure successfully completed without surgical delay. No patient consequences reported. This complaint involves one (1) device. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).